Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected out of range pacing impedances on this transvenous pacing lead. Associated with this was an allegation of noise and loss of capture. New information received indicates that the device and lead were explanted and replaced without adverse effect to the patient.